Event description:
It was reported that when the customer began using the endoplege device during mitral valve repair case, they never saw a change of pressure and the balloon would not inflate. When they pulled the device out they put saline into the balloon and the fluid came our of the tip of the cannula. Customer had to switch out the device and this delayed the case 1 hour. Patient is fine and no injuries occured.

Event description:
Caller indicated the assure 4 meter was reading high. Patient was unresponsive and was tested using two different assure 4 meters. 4:30am on (B)(6)2010. Her reading was 110. The emt was called and 6 minutes later tested the patient and the reading was 44. On the other meter - 8:00am on (B)(6)2010. Her reading was 100. The emt did an additional test and it was 40. Patient was transported to hospital and is still there at time of this report. Caller did not know what lot number was used. Controls used every morning and are in range. Meter working fine on other patients.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned and lot number is not known. The returned meter was evaluated with reference test strips and performed to specification.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so, retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.